Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had to be repositioned during the implant procedure, because it "had lost some of its' slack." The lead is still in use. No patient complications have been reported as a result of this event.